Event description:
Additional information received noted that there were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker exhibited post-paced t wave oversensing. No interventions were performed. The patient's condition was unknown.